Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving morphine (15 mg/ml at 5 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump came out of the pocket and slid within fatty tissue under the skin. The pump was too lateral and was going more towards the patient's side. Surgery was needed to move the pump into a new pocket. The pump was on the right side prior to the pump movement. Surgical intervention was needed to move the pump to the left side in a new pocket. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.